Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative evaluated the system and checked images, inspected log files, tested system operations, and replaced the system control board. The failure could not be replicated. A full system checkout was completed, with all checks passing. The suspect control board was returned for medtronic's evaluation, but it tested to be functional, with no failure detected. The system is now fully functional. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site reported that during a spinal fusion case, the acquired images were grainy, and a noise was heard from the imaging system. The images were unusable, so the site discontinued use of the imaging system. Procedure was completed with a c-arm with no adverse effect on patient outcome.